Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. The instrument was returned with the jaws not opening as a result of a dislodged grip ring. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument passed energy recognition on both generator and e100. Seal or cut tests could not be performed as the jaws were not opening. Additionally, the instrument was found to have a grip ring dislodged. The screw head was damaged. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip-open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. The instrument exhibited imprecise motion pitch direction during gripping and un-gripping. The instrument failed precise motion test as the jaws did not open.

Event description:
It was reported that during a da vinci-assisted cystocele repair surgical procedure, the 8mm vessel sealer extend (vse) instrument would not activate. The procedure was completed with no reported injury.